Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out of range pacing impedance, greater than 3000 ohms. Technical services (ts) observed there was a sudden spike to this measurement. There was an erratic pattern in impedances starting in may 2026. There was no noise episodes observed. After the lss, there was atrial channel oversensing of ventricular signals. The oversensed signals were falling into blanking. Ts recommended reprogramming options and replacing the ra lead. A lead revision was scheduled for a future date. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.